Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his current vns therapy programming wand was damaged and he was in need of a replacement. He stated that the "wires had been pulled out of the wand." Wand was subsequently returned to manufacturer for product analysis. During analysis the reported issue, broken serial cable, was confirmed. The serial data cable was completely severed. A known good bench serial data cable was then substituted. After the substitution, passing functional tests results verified consistent communication of the programming wand using a bench laptop computer and a pulse generator.